Event description:
The customer reported that the ventilator went vent inop due to an occurrence of a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service was unable to duplicate the reported problem. Review of the device diagnostic log noted a vent inop occurrence as reported. The service engineer reported testing of the device passed. During visual inspection, the service engineer reported the cable from the flow sensors was slightly disconnected. The service engineer reconnected the cable to address the finding. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Cable reconnected.